Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient stated that the cgm reading was 110 mg/dl, and that initially no fingerstick was taken at that moment. At an unknown point after that the patient lost consciousness and an ambulance was called by the wife. When the paramedics arrived a fingerstick was taken and the cgm was reading 110 mg/dl and the blood glucose reading was 30 mg/dl. According to the patient no treatment was given at home, but he was brought to the hospital. On the way to the hospital, the patient had regained consciousness. It is stated that the patient was unconsciousness for a total of 3-4 hours before he regained consciousness. At the hospital the patient was given orange juice and something to eat. The patient could not remember specific readings from the hospital but stated that some blood tests and other tests were done. As the patient was also in pain during the event (due to arthritis), he was given hydrocodone with acetaminophen 325 mg, 1 tablet (as needed). The patient stayed in the hospital for almost 3 days before he got discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.